Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was displaying an unknown error message (insert new strip). The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue began on an unknown date and time prior to contacting lfs. The patient denied taking any medications to manage her diabetes and it was unknown if she made any change to her usual diabetes management routine as a result of the alleged error message. The patient reported that 2 hours after the alleged product issue began; she developed the symptom of dizzy. The patient denied that she received any treatment. At the time of troubleshooting the cca noted that after walking the patient through a retest the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.